Event description:
The catheter shaft was found separated (at the clear portion) when the catheter was removed from the patient after the first pre stent ivus pullback. The drive cable still remained with the catheter and was taken out of the body but the separated clear tube was left in the artery. There were no anomalies to the catheter, no resistance felt, no stent in place and no calcification at the lesion. An eagle eye gold catheter was inserted (using the existing guide wire and guide catheter) to see where the separated clear tube was in the artery. The eagle eye gold catheter proceeded into the guide catheter and was unable to proceed forward at a point in the guide catheter, thus the separated clear tube remained within the guide catheter. The eagle eye gold catheter was removed and a 1.25mm balloon catheter was delivered and inflated to catch and fix the separated tube within the guide catheter. The separated tube was taken out of the patient with the whole delivery system safely. Retrieval of the separated portion took approximately 10 minutes. The procedure was stopped and no other products were used for the patient

Manufacturer narrative:
A visual examination of the device was performed to identify catheter and shaft damages such as bends, dents, kinks, cuts, scrapes, cracks, discoloration or corrosion. The catheter must be free of any major physical damage before it can be electronically tested. During the visual inspection it was observed that the shaft was separated at the butt joint of the hdpe and combination hd/ldpe which was 23.9cm from the distal tip. It was also observed that the imaging core was kinked 20.9cm from the transducer housing (can) tip. No functional testing of the device was performed. The location of the separation is in the butt joint of the hdpe and hd/ldpe segment of the distal tip. The shaft separation and the kink in the imaging core match positions and indicate the device was possibly bent or pinched at that location. (B)(4).